Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was hospitalized due to low blood glucose on (B)(6) 2021. Blood glucose at the time of event was 62 mg/dl. Current blood glucose was 350 mg/dl. Customer's blood glucose was 406 mg/dl. Customer was shaking. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report insulin pump was over delivering. The insulin pump and reservoir will be returned for analysis.